Event description:
This report is to advise of a fracture noted in the guidewire during analysis.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath, dilator and guidewire was returned for analysis. The guidewire distal tip area had been bent into a knot and was no longer in a ¿j¿ shape. The outer coils had been stretched at the distal end. The corewire had fractured and detached proximal to the ¿j¿ curve; both sections remained attached to the guidewire assembly. The total length of the corewire sections is consistent with no missing material. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.